Event description:
One endeavor sprint over the wire stent was implanted to the distal rca during index procedure. It is reported that coronary artery thrombosis of moderate intensity occurred on the same day. The pt was hospitalized and recovered with treatment. It is reported that the event was not related to the study and was possibly related to the study procedure. During a staged procedure two days post index procedure, two endeavor sprint over the wire stents were implanted to the 1st om. The pt was discharged 4 days post index procedure.

Manufacturer narrative:
(B)(4). Evaluation: coronary artery thrombosis.